Event description:
Unomedical reference number (B)(4). Event occurred in france it was reported that patient faced infusion set tape not sticking event on 7-apr-2024. The infusion set of the patient does not adhere longer, and the patient had to change it earlier than the 7 days expected. No further information available.

Manufacturer narrative:
E1: patient city: boulogne billancourt.